Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue; damage to the battery compartment. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/07/2017 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. A review of the existing alarm history and black box data did not reveal any evidence of alarms or any activity related to ¿overheating¿. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was no evidence of moisture in the battery compartment or internally. The investigation did not confirm the initial complaint about excessive pump temperature but it confirmed the battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.